Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Qn ((B)(4) ¿ cracked adapter) was initiated on the build of this lot that could impact the outcome of the quality of the product relevant to the defect stated in the pir. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter leaked. The following information was provided by the initial reporter: looking at the edge of luer lock of the needle it was damaged because saline was going out and had to change the insyte autoguard.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte autoguard shielded IV catheter leaked. The following information was provided by the initial reporter: looking at the edge of luer lock of the needle it was damaged because saline was going out and had to change the insyte autoguard.